Manufacturer narrative:
The last calibration was performed on 12-oct-2021 with no alarms. Qc met acceptance criteria. There was no indication of a reagent performance issue. The field service engineer (fse) found a clip missing from the rinse mechanism and that a vacuum nozzle was not inserted in the rinse mechanism. The fse replaced the missing clip and the sample probe.

Event description:
There was a complaint of a questionable chol2 cholesterol gen.2 result for 1 patient tested with a cobas 6000 c501 module. The questionable result was reported outside the laboratory. The result was questioned by the patient¿s physician. The patient¿s initial result was 7 mg/dl accompanied by a data flag; the repeat was 157 mg/dl. The customer believes the repeated result to be correct. The chol2 cholesterol gen.2 used was lot 56520701 and had an expiration date of 30-apr-2022.